Event description:
Received info reporting a low impedance reading of 238 ohms on electrode one. Other readings for the other five electrodes were 290-500 ohms. Ins has 2 programs running. No further info was reported. Add'l info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4).